Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective therapy. As a result, the patient's doctor chose to explant and replace the patient's ipg with a different model. Surgical intervention resolved the patient's issue.